Manufacturer narrative:
Block b3: exact date unknown, event occurred on the day of surgery prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing uncomfortable rib pain during paddle implant procedure. The patient has been to the hospital. Patient was prescribed medication for pain relief.